Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The engineer has not visited the site as this complaint is opened only for the quotation. There was no repair as customer is not willing to issue po. If further info is received the investigation will be reopen and updated accordingly.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was not switching on. No one was harmed onsite.

Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.